Event description:
Baxter technical services reported the pump was returned for service. During service testing, baxter service technician reported that the device underdelivered. No add'l info provided.

Manufacturer narrative:
Customer reported there were no deaths or patient injuries associated with this report.